Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. The outcome of the repair cannot be determined at this time. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the current patient temperature was 30.1c on the arctic sun device. The device kept stopping therapy saying the temperature was out of range. Nurse thought that it was because the water was staying so warm. The event log showed alert 11 (patient temperature 1 below low patient alert), alert 51 (patient temperature 1 below control range) and alarm 14 (patient temperature 1 probe out of range). Esophageal probe in place. They were doing warm bladder irrigations, peritoneal lavage, added a bair hugger and other interventions to tried to increase the patient temperature. The flow was 2.7lpm, water was 40.1c and target was at 36c. They want to warm to 36c as quickly as possible and maintain at 36c. Low patient alert set to 32c. Nurse adjusted to 30c. Mis explained that they might continue to get alert 51 (patient temperature 1 below control range) until the patient reaches 31c. Mis advised to be diligent with skin checks and discussed risks of rapid rewarm. Mis suggested nurse that replacing the temperature probe or temperature -in cable if they get alarm 14 (patient temperature 1 probe out of range) again. Mis explained that they should pause therapy if they were doing any interventions that would rapidly change the esophageal temperature reading and resume therapy once temperature had stabilized.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the current patient temperature was 30.1c on the arctic sun device. The device kept stopping therapy saying the temperature was out of range. Nurse thought that it was because the water was staying so warm. The event log showed alert 11 (patient temperature 1 below low patient alert), alert 51 (patient temperature 1 below control range) and alarm 14 (patient temperature 1 probe out of range). Esophageal probe in place. They were doing warm bladder irrigations, peritoneal lavage, added a bair hugger and other interventions to tried to increase the patient temperature. The flow was 2.7lpm, water was 40.1c and target was at 36c. They want to warm to 36c as quickly as possible and maintain at 36c. Low patient alert set to 32c. Nurse adjusted to 30c. Mis explained that they might continue to get alert 51 (patient temperature 1 below control range) until the patient reaches 31c. Mis advised to be diligent with skin checks and discussed risks of rapid rewarm. Mis suggested nurse that replacing the temperature probe or temperature -in cable if they get alarm 14 (patient temperature 1 probe out of range) again. Mis explained that they should pause therapy if they were doing any interventions that would rapidly change the esophageal temperature reading and resume therapy once temperature had stabilized.